Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140mg/dl the customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: the 239mg/dl (B)(6) 2017 07:20 am fasting: yes, 310mg/dl (B)(6) 2017 06:41 am fasting: yes, 244mg/dl (B)(6) 2017 09:18 am fasting: yes, 172mg/dl (B)(6) 2017 07:05 am fasting: yes, 239mg/dl (B)(6) 2017 07:16 am fasting: yes. Customer stores strips on the top of the refrigerator in the kitchen.